Event description:
Consumer reports toothbrush head breakage during use. A minor injury was reported, a cut inside his mouth.

Manufacturer narrative:
Additional information: the product used was either spinbrush proclean toothbrush soft (B)(4), spinbrush proclean toothbrush, medium (B)(4), spinbrush pro whitening toothbrush soft (B)(4) spinbrush, pro whitening toothbrush, medium (B)(4). The consumer has not returned the product to date therefore we are unable to determine the exact product that was used. The product was manufactured at one of the following locations. Since the consumer has not returned the product to date we are unable to determine at which location this particular product was made. Contract manufacturer: (B)(6).